Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 100.5010 was confirmed. ¿ on 18-sep-24, pcu¿s were received unboxed and all with paperwork from the same customer site. ¿ error code 100.5010 was confirmed. ¿ all pcu logic boards had corrupted polo files. ¿ internal inspection revealed no loose connections or physical or component damage. Verified 3vdc, 5vdc and 8vdc were present. ¿ bd remediation team attempted software upgrade and the units crashed in the process. ¿ device to be returned to san diego repair center for processing. ¿ bd san diego repair department will replace all the logic boards and return them to bd san diego operation¿s lab for further analysis. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 100.1050. There was no patient involvement.

Event description:
It was reported that the device displayed an error code 100.1050. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: field technician stated issue of error code 100.5010 was confirmed. On 18-sep-2024, pcu¿s were received unboxed and all with paperwork from the same customer site. Error code 100.5010 was confirmed. All pcu logic boards had corrupted polo files. Internal inspection revealed no loose connections or physical or component damage. Verified 3vdc, 5vdc and 8vdc were present. Bd remediation team attempted software upgrade and the units crashed in the process. Device to be returned to san diego repair center for processing. Bd san diego repair department will replace all the logic boards and return them to bd san diego operation¿s lab for further analysis. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.